Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
The facility reported a pump that turns off by itself. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. No additional information is available.